Event description:
A customer reported a malfunction on a pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.